Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg and it was not communicating with remote control. It was also reported that the ipg was non functional. The patient underwent an ipg replacement procedure and was doing well post operatively. The old ipg was replaced with a non-rechargeable ipg. The explanted ipg was not returned.